Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: right unknown saline implant. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with mentor saline implants experienced the following symptoms since implantation: migraines, ringing in the ears, extreme fatigue, low energy, right side hip pain, itchy skin (especially her legs), throat lump, stomach issues, inability to lose weight, pain when lying down, difficulty sleeping, shortness of breath. Heavy/tight chest, bilateral burning and stabbing breast pain, constant right breast pain, burning and rippling. The patient reports the symptoms have not subsided for longer than a couple of months at a time, and never do all the symptoms subside at once. The patient underwent explantation and replacement with mentor implants, left replaced with serial number (B)(4), and right replaced with serial number (B)(4) in (B)(6) 2012. This report is for the left implant.